Manufacturer narrative:
(B)(4). Device manufacture date: 11aug16 thru 13aug16. A sample was not available for evaluation. A review of the device history record revealed no abnormalities in the manufacture of the reported lot number 6217521. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that following patient use, the suspect device failed to retract when the activation button was pressed. No injury or intervention occurred as a result of this incident.